Event description:
It was reported by a company representative that a patient's electrode appeared to be detached from the vagus nerve as high lead impedance was received. The patient also reported the lack of perception of stimulation from the device. X-rays were received and evaluated by the manufacturer. Review of x-rays indicated the generator was visualized in the upper chest, but it is not possible to determine whether it is in the left or the right side of the chest. The filter feed-through wires appeared to be intact. The lead wires at the connector pin appeared to be intact. The lead connector pin appears to be fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement, but in an unusual location, in the lower neck. It is not possible to determine whether it is the left or the right side of the chest. There is part of the lead behind the generator and could not be fully assessed. No obvious lead breaks or acute angle were observed in the assessed portions. Additional information was received from a company representative indicating the patient had an increase in seizures after no longer perceiving stimulation from the generator. The patient underwent generator and lead replacement surgery due to the reported high lead impedance and now patient is able to perceive stimulation. Good faith attempts to obtain further information remain underway.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.